Event description:
It was reported that a false passage was created while the physician was attempting to insert a ctc advance 3.0-5.0 catheter into a patient during a transurethral microwave treatment (tumt) procedure. The patient exhibited signs of severe pain upon the catheter's insertion. The physician could not verify the catheter balloon's location via ultrasound and attempted several times to reinsert the catheter. There was a moderate amount of blood present during the multiple insertion attempts. In addition, resistance was felt when attempting to inflate the catheter balloon and flush the urine drain port. The physician then performed a cystoscopy where he noted a false passage. The physician stated that the patient could still be treated and attempted to insert an intermittent catheter to drain the patient's bladder. While draining the patient's bladder, a moderate amount of urine along with bloody discharge was noted. The physician attempted to insert a ctc advance 2.5-3.5 catheter but stopped the procedure when the patient complained of pain and the catheter balloon location could not be verified by ultrasound.

Manufacturer narrative:
Model#: th1321c. Catalog #: th1321c. Serial #: (B)(4). Lot #:101012mha1. Expiration date: 09/30/2012. Other: 410091-001. The catheter was returned for analysis. No device defects were noted upon visual inspection. The device history record was reviewed and confirmed that all manufacturing and quality assurance testing was carried out in accordance with standard procedures and the product met its specifications at the time of release. The root cause of the event is likely due to the physician's repeated attempts to insert the catheter into the patient who likely had difficult anatomy.